Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 10ml reg pr saline 10ml fill had difficult plunger movement. The following information was provided by the initial reporter: "the bd posiflush pre-filled ns syringe hesitated while flushing permacath red port even though the line had just aspirated fine. The tego was removed and attempts to flush unsuccessful. Several attempts to aspirate also unsuccessful."

Event description:
It was reported syringe 10ml reg pr saline 10ml fill had difficult plunger movement. The following information was provided by the initial reporter: "the bd posiflush pre-filled ns syringe hesitated while flushing permacath red port even though the line had just aspirated fine. The tego was removed and attempts to flush unsuccessful. Several attempts to aspirate also unsuccessful."

Manufacturer narrative:
H.6. Investigation: it was reported the posiflush hesitated while flushing. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1056481. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.